Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user reported that their pump is not rewinding because the new cartridge will not fit all the way in. The patient stated they got a restart alert 36. The agent had the patient restart the pump and attempt to rewind with no supplies attached. The patient immediately got the unable to proceed alert. They tried again 15 minutes later and got the same alert. The agent arranged to send a replacement. There was no further information regarding any adverse event in this case.